Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air bubble identified after 4 to 6 hours of the parenteral treatment. The pump had returned from maintenance when the issue occurred. The issue occurred on several occasions with 4 patients. The cadd solis vip pump was used with cadd administration sets, but the customer was unsure of the lot numbers. Lot numbers 378 0549, 381 5230, 382 3337 were provided for the administration sets. There were no reported adverse events for any of the 4 patients.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device they were unable to confirm the customer's stated problem. The air detector of the device works without issues. The pump passed all tests. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.